Event description:
Following an interventional procedure, the physician achieved arteriotomy closure using a closer s tsl6 fr device. The closure followed a brachytherapy using an 8 fr sheath. The patient was re-prepped at the time of the perclose. It was noted that the patient had a colostomy bag on the side of the accessed groin. The patient's groin was evaluated several times over the next 48 hours and no groin complication was noted. The patient presented on the sixth day after the event with syncope and it was observed that the groin had a hematoma. Upon investigation, a mass was noted and the patient went to surgery. The site was infected and also had thrombus formation. The patient's right arm was also noted to be cold and blue. The arm returned to normal after a second examination. No further complications were noted.